Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the first of three reports. This report concerns the screw for nail fixation product ID 519120nd. It was reported "broken nail fixation axis in surgical tray. Needed to use a substitute instrument to insert the panta nail". Additional info was received: the surgery was an ankle arthrodesis. A spare device was not available; the surgeon used a different instrument "a cement retractor to complete the surgery. There was a delay in surgery of 30 minutes; there was no injury to the pt alleged due to this malfunction. Pt outcome was reported as a 'positive outcome. No info on the pt to date'. Integra has requested additional info.